Manufacturer narrative:
Conclusion: dissection/hemorrhage is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00399. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca - m1) using a penumbra system 5max reperfusion catheter and a 5max separator. Before the procedure, intravenous tissue plasminogen (IV t-pa) was not administered. During the procedure, a 5max reperfusion catheter was advanced to the target vessel along with another manufacturer's guide wire and guiding catheter. Aspiration was done with a 5max separator and recanalization successful; however, occlusion reoccurred. The patient was given 500 units of heparin by injection. A percutaneous transluminal angioplasty was performed and 120,000 units of UK were injected into the selective artery. The second recanalization was successful; however, re-occlusion occurred again. While attempting to stent the patient, the patient developed intracranial hemorrhage caused by dissection. Craniotomy for removal of thrombus and angiography was performed and the patient recovered. Physician comments: re-occlusions possibly resulted from damage on the wall of the mca, which caused by the 5max. It could not be denied that the event was related to the penumbra system and the procedure.